Event description:
Revision of right hip due to implant failure. Patient dislocated.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 54mm head. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
This event has been identified as a duplicate of (B)(4). Investigation results and conclusions are documented under MFR report #0002249697-2014-00227.

Event description:
Revision of right hip due to implant failure. Patient dislocated. This event has been identified as a duplicate of (B)(4). Investigation results and conclusions are documented under MFR report #0002249697-2014-00227.